Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Unit had deep scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. Customer reports there is fluid under the lcd display. The customer had a blood glucose level was 5.6 mmol/l at the time of the incident. The customer sent the product back for analysis.